Event description:
Neuro perforator would not retract (not stop) when being used by surgeon. The scrub said there was some bleeding but was controlled with "a little extra bipolar and bovie." The scrub also noted that the perforator retracted with cap on prior to use. It retracted appropriately per scrub prior to procedure start. The drill was set to a pressure of 120 psi.